Manufacturer narrative:
On 22 dec 2015, the x-rays were obtained. On 04 jan 2016, the medical affairs director performed a clinical evaluation and commented as follows: periprosthetic femoral fracture few days after primary tha operation. Reportedly, the fracture took place during physical rehabilitation. Only post-fracture images are available, and stem sinking is very evident. This kind of fracture may have been initiated during femoral preparation and then propagated and become evident afterwards, but there are no data that confirm this possibility. There is nor reason to suspect that this fracture was caused by device malfunction. Root cause for reoperation is periprosthetic fracture, cause of the latter unknown. Batch review performed on 15 january 2016. (B)(4). On 19 jan2015 it was prepared a final report with the information here reported. On 19 jan2015 the report was sent to the initial reporter and the case was closed.

Event description:
During physical therapy the patient experienced a periprosthetic fracture. The surgeon revised from a size 3 quadra h stem to a size 3 quadra r stem. The surgery was completed successfully. The explants will not be returned.